Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific issue. The reported patient effects of worsening mitral regurgitation (mr) and dyspnea, as listed in the mitraclip ntr/xtr instructions for use, are known possible complications associated with mitraclip procedures. Based on the information available, the reported single leaflet device attachment (slda) was due to challenging anatomy. The reported recurrent mr was a cascading effect of the reported slda. The reported dyspnea was a cascading effect of the reported recurrent mr. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat degenerative mitral regurgitation (mr). One clip was implanted, reducing mr from 4+ to 2. On (B)(6) 2020, the patient presented experiencing dyspnea. Echocardiogram was performed and it was noted that the clip detached from the posterior leaflet and remained attached to the anterior leaflet, (slda). Mr increased to 4+. A second mitraclip procedure has not been scheduled. No additional information was provided.